Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 14fr esheath+, a 26 mm sapien 3 ultra resilia valve was prepared in accordance with the instructions for use (IFU). The implanter was unable to advance the valve through the partially expandable section of the esheath+. The commander delivery system, along with the valve and esheath+, was removed as a single unit. A new esheath+ was then inserted. A second 26 mm sapien 3 ultra resilia valve was prepared per IFU and implanted successfully without issue. Based on a review of an image received, a sheath puncture was identified.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Patient imagery provided by the site confirmed adequate vessel diameters for use of 14f esheath+ (> or = 5.5mm), along with mild tortuosity and mild calcification in the right access vessel. Extensive complaint investigations involving resistance during delivery system insertion or advancement through the sheath - and potential valve frame damage - using the sapien 3 ultra and sapien 3 ultra resilia valve configurations have not identified device malfunctions or manufacturing nonconformances. Historically, these events have been attributed to anatomical and procedural factors such as vessel tortuosity, calcification, undersized vessels, and/or steep insertion angles. Additionally, valve frame or sheath damage may result from increased push force and excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through the sheath was confirmed based on the provided patient imagery. Available information suggests that procedural factors - specifically a steep insertion angle - likely contributed to the event, as the reported perceived root cause of the event was ''angle of e-sheath insertion.'' A steep angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The complaint for sheath puncture was also confirmed based on the provided imagery. Available information suggests that procedural factors such as steep insertion angle, device manipulation, and high push force are likely contributors to the event as the reported perceived root cause of the event was ''angle of e-sheath insertion.'' Damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.